Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included morbid obesity. Concomitant products included amitriptyline from (B)(6) 2016 to (B)(6) 2018, amlodipine since (B)(6) 2019, clonazepam (klonopin) since (B)(6) 2017, duloxetine hydrochloride (cymbalta) since (B)(6) 2019, hydrochlorothiazide (hctz) from (B)(6) 2012 to (B)(6) 2017, ibuprofen since (B)(6) 2018, lacosamide (vimpat) since (B)(6) 2018, lisinopril from (B)(6) 2012 to (B)(6) 2017, naproxen (proxen) from (B)(6) 2012 to (B)(6) 2013, oxycodone from (B)(6) 2010 to (B)(6) 2011, quetiapine fumarate (seroquel) since (B)(6) 2019 and rizatriptan benzoate (maxalt) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), flank pain ("side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches - headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type;uti"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and pain in extremity ("thigh pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the menorrhagia, genital haemorrhage, flank pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, nausea, fatigue, weight increased, alopecia, urinary tract infection, abdominal pain upper, arthralgia and pain in extremity had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, nausea, pain in extremity, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.1 kg/sqm. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received : lawyer was added. Event injury nos was replaced by new specified events; genital bleeding, fatigue, weight gain, hair loss, vaginal bleeding, menorrhagia, urinary tract infection, apareunia, migraines / headaches - headaches, nausea, dysmenorrhea, dyspareunia, flank pain, stomach pain, hip pain, thigh pain, device monitoring procedure not performed. Concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a embedded metallic wire coil in the left upper fundus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included morbid obesity. Concomitant products included amitriptyline from (B)(6) 2016 to (B)(6) 2018, amlodipine since (B)(6) 2019, clonazepam (klonopin) since (B)(6) 2017, duloxetine hydrochloride (cymbalta) since (B)(6) 2019, hydrochlorothiazide (hctz) from (B)(6) 2012 to (B)(6) 2017, ibuprofen since (B)(6) 2018, lacosamide (vimpat) since (B)(6) 2018, lisinopril from (B)(6) 2012 to (B)(6) 2017, naproxen (proxen) from (B)(6) 2012 to (B)(6) 2013, oxycodone from (B)(6) 2010 to (B)(6) 2011, quetiapine fumarate (seroquel) since (B)(6) 2019 and rizatriptan benzoate (maxalt) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), flank pain ("side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches - headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type;uti"), abdominal pain upper ("stomach pain"), arthralgia ("hip pain") and pain in extremity ("thigh pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy. And total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device outcome was unknown and the menorrhagia, genital haemorrhage, flank pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, nausea, fatigue, weight increased, alopecia, urinary tract infection, abdominal pain upper, arthralgia and pain in extremity had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, nausea, pain in extremity, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.1 kg/sqm. Concerning injuries reported in this case the following one were described in patient medical records embedment of device. Most recent follow-up information incorporated above includes: on 8-oct-2019: mr received: event there is a embedded metallic wire coil in the left upper fundus added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.